Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated random suppressed patient results with blank absorbance high / low errors on blood urea nitrogen (bun), aspartate aminotransferase (ast) and triglyceride (tg). Customer reported that there was a leak from reagent probe b. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the cartridge chemistry sample probe, reagent probe b, t-valve assembly on reagent probes, collar wash, reagent a/b valve and reagent probe b 2-way valve on manifold. The fse performed alignments. The fse unloaded and reloaded all reagents.

Manufacturer narrative:
Evaluation - results: wash collar. This report is one of two reports related to two reportable events that occurred on two different days. This report is related to MDR#2050012-2012-00474.